Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) during shift check and was unable to clear it. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a defective load cell. Upon visual inspection, unrelated to the reported complaint, a hole on the load plate cover was noted. The load plate cover was replaced to address the observed physical damage. The archive data indicated multiple occurrences of ua07, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering up, confirming the reported complaint. The load cell was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).